Event description:
It was reported the patient had a fall and as a result experienced a lead fracture on one lead. Surgical intervention took place on (B)(6) 2022 where the lead was explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the lead attributed to the event.

Manufacturer narrative:
Date of event estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include common device name: scs lead; model: 3186; UDI: (B)(4); serial: (B)(4); batch: a000093631.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.